Event description:
Caller reported a malfunction on the pump, identified as malf 9, but no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Cts provided instructions to reset the pump and assisted the caller in doing so, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred, which the caller acknowledged and understood.